Manufacturer narrative:
(B)(4). Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits.

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.